Manufacturer narrative:
Additional information: b5, g3, h6 correction: e4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a temporal lobe exploration open procedure, when a non-medtronic bovie was used on the skin with the ft10 electrosurgery generator, there was a fire larger than match on patient including the drape which was extinguished by water. The patient sustained 2nd degree burns on the face and chest roughly 20cm. The patient experienced unanticipated tissue loss and tissue damage in the form of a skin burn, which was determined to be permanent. Surgical time was extended by 30 minutes or more due to the problem, and an additional operation was required to address the issue. The patient was transferred to another hospital burn unit for treatment and received medical intervention for the burn. Hospitalization was extended and remained ongoing.

Event description:
It was reported that during a temporal lobe exploration open procedure, when the bovie was used on the skin with the ft10 electrosurgery generator, the device was on fire. The patient sustained burns on the face and chest. The patient experienced unanticipated tissue loss and tissue damage in the form of a skin burn, which was determined to be permanent. Surgical time was extended by 30 minutes or more due to the problem and an additional operation was required to address the issue. The patient was transferred to another hospital burn unit for treatment and received medical intervention for the burn. Hospitalization was extended and remained ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 removed: fdp/ime: tissue injury additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.